Event description:
It was reported that while using bd facsvia¿ flow cytometer a leak occurred. The following information was provided by the initial reporter a leak from the instrument and noticed some of the red tubing had come loose from one of its fittings. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did bio- hazard before or after waste line? After waste line. Was the waste mixed with decontamination or bleach ? No. Was the customer or bd personnel physically in contact with the fluid ? No.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facsvia¿ flow cytometer a leak occurred. The following information was provided by the initial reporter a leak from the instrument and noticed some of the red tubing had come loose from one of its fittings. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did bio- hazard before or after waste line? After waste line. Was the waste mixed with decontamination or bleach ? No. Was the customer or bd personnel physically in contact with the fluid ? No.

Manufacturer narrative:
H. 6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding fluid leaking from the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 656874. Date range from 04aug2021 to 04aug2022. ¿ manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 6 complaints related to a fluidic leak caused by a mechanical problem for part # 656874; pr# 3, and this one, . Date range from 04aug2021 to 04aug2022. ¿ returned sample evaluation: there were no parts requested for evaluation since the replaced parts are not returnable and were discarded. ¿ service history review: review of related work order #: (B)(4); case # (B)(4). Install date: 18jan2018. Defective part number: o 660484 - assy valve board diaphragm valves svc. O 659608 - assy level sensor manifold w/male. O 659606 - harness fluid w shut off. Case comments: o subject / reported: fluid is leaking form the instrument. O description: customer noticed a leak from the instrument and noticed some of the red tubing had come loose from one of its fittings. Customer pushed it back on but is worried about damage having been done to the inside of the instrument as it is highly likely the electrics will have been wet. O (2022-11-28 11:55:58 gmt) fails qc on red laser %cv at 9.9% all other parameters are ok. Note:customer doesn't use the red parameters. Fails m1 valve and tray test, run twice. Managed to get the red cv down to 6.6-6.9% but fails at this and unstable from the fluidics. (B)(4) (field service) notes: o work performed: ah 04/08 - fluidic resistance in waste tubing checked with a syringe, fluid can be seen flowing into the waste tank but not freely. Replaced connectors on waste tank as this is a common failure point that causes pressure to build in the waste line. Issue with detergent solution bottle identified. New case created (case # 01761268). Waste line flushed out with a strong contrad solution. Instrument removed from chassis for inspection. No damage found. Waste tubing is discoloured. Replacement fluidics umbilical ordered. Replacement internal fluidic tubing/manifold assembly ordered. Qc check performed - pass. O cause: ah 04/08 - partial blockage in waste tubing has caused pressure to build and resulted in waste tubing becoming detached from its connector. O solution: o stm 13/12/22 external harness replaced from bd loan unit. Bd loan unit returned to bd erembodegem for repairs. Wo closed o stm 18/10/22 - replaced internal fluidic tubing and valve pcb as showing unstable fluidics ¿ labeling / packaging review: n/a. ¿ risk review: risk management file part # 10000176773, vers. C, bd facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. If no (to above), what actions will be taken? O hazard ID #: 2.1.11. O hazard: exposure to bio-hazardous material during instrument startup o cause: waste bottle overflows. O harmful effects: exposure to bio hazardous material. O residual probability: 1. O residual severity: 4. O residual risk index: 4. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the fluid leaking from the instrument was waste tubing detached from its fitting due to pressure build-up from a blockage. The customer initially reported a leak from the instrument and stated that some red tubing had come loose from its fitting, which the customer pushed back on. In response to the customer¿s concern that the internal electronics might be affected by the leak, an fse (field service engineer) went onsite and confirmed the leak issue. The fse identified a partial blockage in the waste tubing causing a pressure build-up, flushed the waste line, and replaced the waste tank tubing connectors. Additionally, the fse replaced the external harness from a bd loaner unit as well as the internal fluidic tubing and valve board to resolve the unstable fluidics caused by the leak (659606 - harness fluid w shut off, 660484 - assy valve board diaphragm valves svc, 659608 - assy level sensor manifold w/male). After the repairs, the instrument was rebooted and tested and found to be performing as expected with no further leaks or errors. No parts were requested for evaluation since the replaced parts are not returnable and were discarded. Although the leak posed a risk of exposure to biohazardous material, the customer confirmed that they did not come in contact with the leakage and there was no harm or injuries caused by the leak. Additionally, the customer confirmed that the leakage was not pressurized (as a spray), so there was no increased risk of exposure. Bd facsvia¿ system instructions for use (IFU), #23-14662-01 rev. 01/vers. A, page 47 indicates to wear suitable protective clothing, eyewear, and gloves while handling biological specimens to prevent transmission of fatal disease. The safety risk of this hazard has been identified to be within the acceptable level. ¿ root cause: based on the investigation results, the root cause was determined to be waste tubing detached from its fitting due to pressure build-up from a blockage. ¿ conclusion: based on the investigation results, the root cause of the fluid leaking from the instrument was determined to be waste tubing detached from its fitting due to pressure build-up from a blockage. In response to the customer¿s complaint regarding a leak caused by loose tubing, an fse went onsite to investigate the issue and identified a partial blockage in the waste tubing that caused the waste tubing to detach from its connector due to a pressure build-up. The fse flushed the waste line, and replaced the waste tank tubing connectors, external harness, valve board, and internal fluidic tubing to resolve the unstable fluidics (659606 - harness fluid w shut off, 660484 - assy valve board diaphragm valves svc, 659608 - assy level sensor manifold w/male). After the repairs, the instrument was rebooted and tested and found to be performing as expected. No users were harmed or injured by the leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10.

Manufacturer narrative:
H. 6. Investigation summary scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, and serial # (B)(6). Problem statement: customer reported a complaint regarding fluid leaking from the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 656874. Date range from 04aug2021 to 04aug2022. Manufacturing device history record (DHR) review: DHR part # 656874, serial # 590040, file # 656874-656874-r656874590040-105184682-17 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 6 complaints related to a fluidic leak caused by a mechanical problem for part # 656874; date range from 04aug2021 to 04aug2022. Returned sample evaluation: there were no parts requested for evaluation since the replaced parts are not returnable and were discarded. Service history review: review of related work order #: 02567086, 02737192; case # (B)(4). Install date: 18jan2018. Defective part number: 660484 - assy valve board diaphragm valves svc. 659608 - assy level sensor manifold w/male. 659606 - harness fluid w shut off. Case comments: subject / reported: fluid is leaking form the instrument. Description: customer noticed a leak from the instrument and noticed some of the red tubing had come loose from one of its fittings. Customer pushed it back on but is worried about damage having been done to the inside of the instrument as it is highly likely the electrics will have been wet. (2022-11-28 11:55:58 gmt) fails qc on red laser %cv at 9.9% all other parameters are ok. Note:customer doesn't use the red parameters. Fails m1 valve and tray test, run twice. Managed to get the red cv down to 6.6-6.9% but fails at this and unstable from the fluidics. Wo-02567086 (field service) notes: work performed: ah 04/08 - fluidic resistance in waste tubing checked with a syringe, fluid can be seen flowing into the waste tank but not freely. Replaced connectors on waste tank as this is a common failure point that causes pressure to build in the waste line. Issue with detergent solution bottle identified. New case created (case # 01761268). Waste line flushed out with a strong contrad solution. Instrument removed from chassis for inspection. No damage found. Waste tubing is discoloured. Replacement fluidics umbilical ordered. Replacement internal fluidic tubing/manifold assembly ordered. Qc check performed - pass. Cause: ah 04/08 - partial blockage in waste tubing has caused pressure to build and resulted in waste tubing becoming detached from its connector. Solution: stm 13/12/22 external harness replaced from bd loan unit. Bd loan unit returned to bd erembodegem for repairs. Wo closed. Stm 18/10/22 - replaced internal fluidic tubing and valve pcb as showing unstable fluidics. Labeling / packaging review: n/a. Risk review: risk management file part # 10000176773, vers. C, bd facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? If no (to above), what actions will be taken? Hazard ID #: 2.1.11. Hazard: exposure to bio-hazardous material during instrument startup. Cause: waste bottle overflows. Harmful effects: exposure to bio hazardous material. Residual probability: 1. Residual severity: 4. Residual risk index: 4. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the fluid leaking from the instrument was waste tubing detached from its fitting due to pressure build-up from a blockage. The customer initially reported a leak from the instrument and stated that some red tubing had come loose from its fitting, which the customer pushed back on. In response to the customer¿s concern that the internal electronics might be affected by the leak, an fse (field service engineer) went onsite and confirmed the leak issue. The fse identified a partial blockage in the waste tubing causing a pressure build-up, flushed the waste line, and replaced the waste tank tubing connectors. Additionally, the fse replaced the external harness from a bd loaner unit as well as the internal fluidic tubing and valve board to resolve the unstable fluidics caused by the leak (659606 - harness fluid w shut off, 660484 - assy valve board diaphragm valves svc, 659608 - assy level sensor manifold w/male). After the repairs, the instrument was rebooted and tested and found to be performing as expected with no further leaks or errors. No parts were requested for evaluation since the replaced parts are not returnable and were discarded. Although the leak posed a risk of exposure to biohazardous material, the customer confirmed that they did not come in contact with the leakage and there was no harm or injuries caused by the leak. Additionally, the customer confirmed that the leakage was not pressurized (as a spray), so there was no increased risk of exposure. Bd facsvia¿ system instructions for use (IFU), #23-14662-01 rev. 01/vers. A, page 47 indicates to wear suitable protective clothing, eyewear, and gloves while handling biological specimens to prevent transmission of fatal disease. The safety risk of this hazard has been identified to be within the acceptable level. Root cause: based on the investigation results, the root cause was determined to be waste tubing detached from its fitting due to pressure build-up from a blockage. Conclusion: based on the investigation results, the root cause of the fluid leaking from the instrument was determined to be waste tubing detached from its fitting due to pressure build-up from a blockage. In response to the customer¿s complaint regarding a leak caused by loose tubing, an fse went onsite to investigate the issue and identified a partial blockage in the waste tubing that caused the waste tubing to detach from its connector due to a pressure build-up. The fse flushed the waste line, and replaced the waste tank tubing connectors, external harness, valve board, and internal fluidic tubing to resolve the unstable fluidics (659606 - harness fluid w shut off, 660484 - assy valve board diaphragm valves svc, 659608 - assy level sensor manifold w/male). After the repairs, the instrument was rebooted and tested and found to be performing as expected. No users were harmed or injured by the leak. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facsvia¿ flow cytometer a leak occurred. The following information was provided by the initial reporter a leak from the instrument and noticed some of the red tubing had come loose from one of its fittings. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did bio- hazard before or after waste line? After waste line. Was the waste mixed with decontamination or bleach ? No. Was the customer or bd personnel physically in contact with the fluid ? No.